Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to : aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion). H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. As gore was unable to determine which ctag component is involved in this reportable adverse event, the conformable gore® tag®thoracic endoprosthesis, catalog and serial number unknown, will be include in this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, the patient underwent endovascular treatment of a thoracic aortic aneurysm using conformable gore® tag®thoracic endoprosthesis or gore® tag® conformable thoracic stent graft with active control system. Reportedly the procedure had performed in other facility. Case details and the device information are not available. On an unknown date, the follow-up examination showed rapid aortic enlargement in distal end of the device at the outer curvature side. On (B)(6) 2024, a reintervention was performed and an additional stentgraft was implanted in the distal side. The patient tolerated the procedure. The physician reported that the cause of the event was unknown. Reportedly that this was not dsine based on the physician's observation.